Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump beeping non stop and flashing white screen then the screen went blank. The customer's blood glucose at the time of the incident was 140 mg/dl. Leading up to the event, the pump was placed on the locker. The customer was advised to discontinue use of the pump and revert to the backup plan. The pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank/flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to verify missing segments/partial display due to constant blank/flashing white light.